Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0fnrp, implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received from patient indicated they saw their healthcare provider (hcp) on (B)(6) 2016 and the lead was found to be broken. Hcp changed out the lead and their unit was working again. The loss of stimulation and return of symptoms after the fall had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing a loss or change to therapy. It was stated that their device wasn¿t working for them because their symptoms were being controlled. It was noted they were implanted to help with both bladder and bowel control. It was stated they had to wear adult depends because they were incontinent. The patient wasn¿t feeling stimulation and had turned it up to 6. ¿something.¿ they knew the implant was on because they had checked it. It was stated they had already tried increasing stimulation and had went through all 4 programs without success. The patient stated they had a taken a fall sometime back in may and believed that the fall happened before they started to have return of symptoms. They had gone to an urologist the day of the report, but they were not familiar with the implant. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.